Manufacturer narrative:
The product was returned and the failure mode was confirmed. Visual inspection showed dents on the shaft's insulation functional inspection : the 5mm ratcheted handle 33cm was tested with and insulscan and failed. Probable root causes could be user misuse; user excessive force; improper cleaning and sterilization; normal wear. In sum, the product was returned and the failure mode was confirmed.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the insulation has been compromised.

Event description:
It was reported that the insulation has been compromised.